Manufacturer narrative:
No blank display or button error alarm noted. Unit had unresponsive buttons due to flattened (creased) up and down buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify battery out limit, low reservoir alarms due to unresponsive button. Insulin pump had cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had keypad unresponsive. The customer's blood glucose was unknown at the time of incident. The customer reports that screen was blank and when touched a button nothing happened. The insulin pump will be returned for analysis.